Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. H3 other text: device not returned.

Event description:
It was reported that the pump battery was depleting quickly, and the battery gauge was fluctuating resulting in the pump shutting down. The customer experienced a low blood glucose level of 40 mg/dl, cause was not known. Additionally, customer received unspecified alarms. The customer declined assistance from tandem technical support regarding the issues. No additional patient or event information was available.